Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted. E1/establishment name:(B)(6).

Event description:
It was reported that the video system center did not produce an image. The issue occurred during preparation for use of an unspecified procedure. There were no reports of delays or patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, it is likely the following led to the malfunction: a faulty patient board set. However, a definitive root cause could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The issue occurred during preparation for use prior to an unspecified diagnostic procedure. The intended procedure was completed using a similar device.